Event description:
Facility alleges blood leak during dialysis. Rn reports leak occurred at start of dialysis. Machine alarmed, treatment stopped. Estimated blood loss 200cc. Treatment restarted with new dialyzer. No further problem reported.